Event description:
The customer reported low glucose quality controls (qc) and pooled patient samples results, for multiple patients, involving unicel dxc 800 synchron system. The customer primed the glucose channel and qc was within the established ranges. The instrument was not in use. The customer reanalyzed all previously reported patient results, on an alternate analyzer, for samples prior to the low qc results. Eleven patient samples were approximately 30% lower than the reanalyzed results. The erroneous results were released out of the laboratory. Amended reports were issued. There was no report of patient consequence or change in patient treatment associated with this event. The customer noted previous qc analysis was within the established specifications. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) did not find any hardware malfunction and performed an extensive precision run which passed within the precision claim. The failure mode is not known although the fse flushed the main control sample probe and replaced the wash collar. The instrument conformed to the manufacturer's published performance specifications.